Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2352700; model: sc-2352-70; serial: (B)(4); batch: 5142317.

Event description:
It was reported that following an implant procedure, the patients leads had come out of the head and the exposed wires were then cut by the physician. It was noted that the patient felt the leads in the neck and was pulling on them. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded and will not be returned.